Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem customer technical support educated customer to properly cycle the cartridge before use and to use room temperature insulin. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.